Event description:
The customer stated that the architect c8000 analyzer generated an initial elevated creatinine result of 871.3 umol/l on (B)(6) 2012. The physician questioned the result. The sample was repeated on (B)(6) 2012 and a result of 48.7 umol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient). (B)(4) - (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Discrepant results. The architect creatinine reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified related to the customer's observation. Review of the pit metrics identified no adverse or non-statistical trends for discrepant results on the c8000. The investigation did not identify a product deficiency.